Event description:
Physician inserting atrial pacer lead when the stylet went through the side of the atrial wire. More accurately: device #1: while advancing the stylet, it perforated the lead and protruded through external insulation at mid-shaft. Device #2: suture sleeve broke into two separate pieces after the suture was in place, resulting in damage to insulation of the lead.